Event description:
It was reported the catheter's use by date was (B)(6), 2011 and the pump was implanted on (B)(6), 2011. The drug in the pump at the time of the event was not reported.

Manufacturer narrative:
(B)(4).